Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "there were no events that pulled or cut off from the extension line, and the extension line and distal lumen hub were separated. The catheter was inserted on january 24, and the distal lumen hub was separated on february 3. It was used in severely ill patient with coronavirus. Currently, the catheter is being used for clamped distal extension line". No patient harm reported. The catheter remained in the patient for use with extension line clamped. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of extension line and hub separation was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit states, "connect all extension line(s) to appropriate luer-lock connector(s) as required. Unused port(s) may be "locked" through luer-lock connector(s) using standard institutional policies and procedures. Slide clamp(s) are provided on extension lines to occlude flow through each lumen during line and luer-lock connector changes. Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "there were no events that pulled or cut off from the extension line, and the extension line and distal lumen hub were separated. The catheter was inserted on january 24, and the distal lumen hub was separated on february 3. It was used in severely ill patient with coronavirus. Currently, the catheter is being used for clamped distal extension line". No patient harm reported. The catheter remained in the patient for use with extension line clamped. The patient's condition is reported as fine.